Manufacturer narrative:
The insulin pump was received with an unresponsive act button due to a flattened dome (no crease). The pump was received with minor scratches on the lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer's mother reported via phone call that the customer had an issue with the act button not working. Customer's blood glucose was 134 mg/dl at the time of the incident. Caller stated that the customer can use all the other buttons but she can't press act to advance when using the bolus wizard. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.